Event description:
The customer received a sample to process for the phenytoin (phny2) test. Erroneous phny2 results were obtained for 1 patient sample. No erroneous results were reported outside of the laboratory. The initial result was 0.0 ug/ml. The customer noticed this result and repeated the sample and the result was 15.2 ug/ml. The laboratory that sent the sample repeated the sample and received a result close to the 15.2 ug/ml result. The laboratory that sent the sample reported their result outside of the laboratory. No adverse event occurred. The phny2 reagent lot number was 62181201 with an expiration date of 02/28/2017. The customer thinks the problem was due to an issue with the sample. The field service engineer (fse) checked all fluidics and probe adjustments. Liquid level detection was also checked. No problems were identified. The fse performed an instrument check and results for all assays were within specification. The customer ran calibration and quality controls which were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Based on a review of the reaction monitor associated with the 0.0 ug/ml result, it was assumed that no sample was pipetted due to a pre-analytical issue. The most probable cause of the low result was due to an insufficient amount of sample being pipetted which could be caused by foam on top of the sample. Another potential cause of the erroneous low result is fibrin formation. Aspiration of fibrin can lead to physical obstruction of the sample probe affecting results. Since calibration and 3 levels of quality controls were acceptable on the day of the event, a general issue with the instrument and reagent can be excluded. Precision testing was acceptable. There were no other past or new complaints similar to this issue on this instrument or reagent lot number.